Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was not working well. Additional information was received and during fal analyst, the distal end portion of the outer cartridge tubing was broken off and not returned with the device. There is no reported patient injury. The customer does not remember the exact situation. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was not working well. There was no reported patient injury. The customer does not remember the exact situation. Additional information was received and during product analysis, the distal end portion of the outer cartridge tubing was broken off and not returned with the device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the syringe was connected to the device with the stopcock open, the shuttle was disengaged from the black handle, covering the proximal end of the advancer tube, the sealant sleeve was displaced near the grey shuttle, and the advancer tube was observed to have been on the catheter shaft covering the balloon catheter¿s distal end as received. The sealant and procedural sheath were not returned with the device. The condition of the returned device is an incomplete removal of the device. However, it is unknown if the device was manipulated after the procedure. Visual inspection also found that the distal end portion of the outer cartridge tubing was torn/damaged and not returned with the device. It is unknown if the outer cartridge tubing was damaged during the procedure or after and if the damage in the outer cartridge tubing has contributed to the reported failure. Per functional analysis, the advancer tube was pulled back proximally and found properly engaged to proximal tamp lock. Leak testing could not be performed on the balloon of the returned device as the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to unclog the device lumen by flushing and soaking the device in warm water were unsuccessful due to the small catheter shaft. Per microscopic analysis no damages or anomalies were observed. However, visual inspection found evidence of dried contrast and saline solution in the inflation lumen which caused the balloon to not inflate during the investigation. A product history record (phr) review of lot f1921802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter detachment¿ was not confirmed during analysis of the returned device. The catheter/core wire of the returned device had not been detached from proximal hub as received. However, visual inspection results found that the distal end portion of the outer cartridge tubing was torn/damaged and not returned with the device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.